Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to 12:00am (B)(4) 2007. Unable to verify a time/date reset to the default setting in the black box. A manual time/date change was observed from (B)(4) 2007 09:48 to (B)(4) 2014 10:06. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The tdd¿s in pump history add up correctly. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Removed cover; a visible inspection confirmed the internal battery was leaking. Unrelated to the complaint, the battery compartment is cracked from bumper pad to cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas an alleged that when the battery is removed for less than 24 hours, the time/date are not retained and default to factory settings. The time/date issue is not being reported a because the pump displays the verify screen after a battery change and the time and date must be set by the user to confirm the verify screen. The reporter also alleged that the patient had a blood glucose of 47 mg/dl with difficulty speaking and cognitive impairment. This complaint is being reported because the patient experienced hypoglycemia.